Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received stage 1 of a two-stage revision of the right knee to treat pain, swelling, walking difficulty, and pruritis secondary chronic infection progressing to severe sepsis. Upon entering the joint, the surgeon encounters and removed gross purulence from the joint. Significant synovitis and infected tissue were debrided. All components were explanted and replaced with depuy products and competitor cement x 5, and stimulan antibiotic beads. The patient was implanted with depuy products utilizing competitor cement. The procedure was completed without complications. The patient was placed on 6-week IV antibiotics. Stage two revision is scheduled for 6 weeks, pending clearance of infection. Doi: (B)(6) 2016 (patella). Doi: (B)(6) 2018 (insert, tibial and femoral components). Doe: (B)(6) 2018 (wound debridement). Doe: (B)(6) 2019 (decompression). Dor: (B)(6) 2019 (insert exchange). Doe: (B)(6) 2019 (wound dehiscence repair). Dor: (B)(6) 2020 (stage 1 revision). Right knee.